Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when extracting the asnis, the screw head became stripped due to bone quality issues. An attempt was made to remove it using an extractor, but both the screw and the extractor fractured. The fractured tip of the screw could not be removed and was left in place, concluding the operation.